Event description:
On 05/05/2008, the pt reported, that she found a "big" air bubble in her insulin cartridge that was not present the previous day. She also reported, elevated blood glucose of 177 mg/dl in 2008and one day later. At the time of the report, her blood glucose measured 203 mg/dl. She inserted a new insulin cartridge into the infusion device. She stated, that she typically allows the insulin to reach room temperature before inserting into the infusion device. On the same day, she stated, that she was rolling the insulin cartridge in the palms of her hands to warm it. Upon follow up three days later, the pt stated, that she was "doing all right." She has not experienced any further issues with bubbles in the insulin cartridge. The pt did not require medical assistance from a healthcare professional or second party to address the tissue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.